Event description:
After running on battery plus 2 hours (unit plugged in) unit shut down with no alarms. Attempts to restart after plugging in- lites only came on switch to to off position, unplugged and power led remains on. Switch on/off numerous times then the lite went off. Salesman pugged unit in the next day and performed calibration with no problem found. Could not duplicate reported problem. Unit will be sent for eval.